Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, fenestrated bipolar forceps (fbf) instrument moved non-intuitively. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have the cable crimp of wrist control cable #4 dislodged. As a result, the instrument exhibited imprecise motion. The dislodged crimp was captured inside of the welded grip. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The imprecise motion was caused by the dislodged crimp of wrist control cable #4. The probable root cause for the dislodged cable crimp on wrist control is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge. The probable root cause for the functional test failure is attributed to the dislodged crimp on wrist control cable #4.